Event description:
It was reported in an article that a patient died due to drowning. No other information regarding the event is available in the article. Attempts for further information from the authors of the article were unsuccessful. Therefore the relationship between the patient's death and vns therapy cannot be determined.